Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned, non-emergency treatment. The procedure was delayed for less than 20 minutes and was completed after a system reboot. It was reported to philips that the system footswitch was unable to trigger fluoroscopy. Upon troubleshooting, the philips remote service engineer (rse) checked with the system remotely and customer stated that the system was unable to perform fluoroscopy and displayed a ¿fluoro fail¿ message. The rse recommended repair action and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the footswitch was intermittently functioning, resulting in x-ray fluoroscopy errors. To resolve the issue fse replaced the biplane footswitch. The defective part was sent for analysis, for footswitch no failure was found. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by restarting the system with minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.